Manufacturer narrative:
No conclusion can be drawn.

Event description:
Info received from our foreign affiliate. In 2008, the pt was experiencing pain and mucus in the os. The pt was examined at the ey clinic the next day. The report stated that the pt was diagnosed with conjunctivitis and the surface of the eye was "peeled off". The pt was treated with antibiotic eye drops. The reported stated that the pt was a new contact lens (cl) wearer, had poor cl compliance and was forgetful in applying prescribed eye drops for dry eyes. The pt visited the eye clinic the following day, and was diagnosed with a peripheral infectious corneal ulcer os. The treatment regimen included eye ointment and pain medication. Three days later, the pt's mother reported that the pt had visited the eye clinic every day and that the pt's eye condition was improving. The pt's va prior to the event was unknown. The pt's va during the event was 20/20- and 20/25. The following month, the pt's mother reported that the pt continues to see the doctor on a regular basis and that the pt's eye condition "has been improving". The lot number and suspect product were requested but not available. MDR reportable events are reviewed in quarterly mgmt review meetings. Any additional info will be reported within 30 days of receipt.